Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report of inadequate flow through the apex oxygenator during a procedure. The clinician replaced the oxygenator and the procedure was completed without further issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of inadequate flow through the apex oxygenator during a procedure. The clinician replaced the oxygenator and the procedure was completed without further issues. There was no patient injury or additional medical intervention required as a result of the issue.